Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the tip was burnt. A definitive cause was not established; however, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. Additionally, foreign material remaining in the device was attributed to deviation from the reprocessing methods. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: instruction manual evis exera gif type xtq160 operation manual chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspection of the endoscope. Instruction manual evis exera gif type xtq160 operation manual chapter 4 operation: 4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope plastic distal end cover had foreign objects and the bending section cover had foreign objects. There were no reports of patient involvement.